Event description:
The customer reported that the system would not capture fluoroscopic x-rays or display an image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The field and image were checked. The ii power supply was replaced. The system was tested and found to be working as intended and put back into service.